Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lad. Patient suffered an mi approximately 47 months post index procedure. Investigator has not assessed the relationship between the mi and the study stent.